Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the call recording which the medical surveillance specialist (mss) listened back to. The reporter stated that the alleged product issue first occurred at 1:30am on (B)(6) 2017. The patient manages their diabetes with insulin (self-adjuster) and it is not known whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter informed the cca that an unspecified period of time after the alleged product issue occurred they developed symptoms of ¿dizzy, tired and ready to pass out¿. It is not known what treatment, if any, the patient received as a result of these symptoms as the reporter refused to answer any further questions from the cca. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The products were replaced. This complaint is being reported because the reporter claims the patient¿s blood glucose could not be measured due to the reported issue and the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged meter issue began.